Event description:
It was reported that prior to starting a da vinci si surgical procedure, broken insulation on a thoracic grasper instrument was identified at the distal end of the shaft during set up. The instrument was not used in the case. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. There were some scratches on the insulation and a piece of shaft missing measuring about .011 x .015. No other damage found. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.